Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a hammertoe procedure, the retrofusion screw, ar-4157-20, broke on insertion into the proximal phalanx (2nd toe). Bone was prepped with k-wire and drill. The screw broke right at the junction. The screw tip was unable to be removed and a k-wire was inserted on the side of the broken screw tip and the case was completed.